Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call loose drive support cap and compromised force sensor system error alarm. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label.